Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). For serial numbers 1513695 review of the most recent repair record determined that the cutter failed to produce a complete cut. The cutter was returned and the customer was made aware that the cutter did not meet acceptance criteria and resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the skin did not mesh correctly while using the damaged 1:5 cutter. The event occurred during testing. No adverse events were reported as a result of this malfunction.